Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received that the lead was capped and replaced to resolve the event. The patient was stable.

Event description:
During an in-clinic follow-up, myopotential over-sensing was observed on the right ventricular (rv) lead. Provocative testing was performed and the myopotential noise was not reproduced. No intervention has been performed, although a lead replacement is anticipated. The patient was stable and will continue to be monitored.